Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. Reportedly, intermittent occlusion alarms occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin delivery after the system check was performed. A manual insulin injection was administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.